Manufacturer narrative:
The device was received for investigation. The reported problem was confirmed, as the safety balloon was found to be leaking. It could not be determined whether the issue was related to the manufacturing process or occurred due to handling during pretesting. It is possible to damage the safety balloon if the user mishandled the device when removing the safety sleeve or if the sleeve was incorrectly moved in the direction of the stopcock instead of toward the infusion area of the internal carotid lumen. As stated in the IFU: the sheath should be moved and hang loosely on the infusion area of the distal lumen (away from the stopcock area). The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
The scrub practitioner was preparing the sterile equipment for the surgical case. During the balloon pretest procedure, performed in accordance with the product IFU, the scrub practitioner identified a leak in the safety balloon. The device was subsequently set aside and was not used during the surgery. No patient injury was reported.